Manufacturer narrative:
For 24 of the 33 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 5 of the reported events, the anesthesia control board was replaced, to resolve 2 of the reported events, the power controller board was replaced, to resolved 2 of the reported events, the unidirectional negative pressure relief valve assembly was replaced. To resolve the reported events, the following were replaced for one unit each: the central processing unit, the central processing unit in the display, the display connector board, the anesthesia control board and the communication cables, the hpdu cpu board, the u cup seal and diaphragm, the adjustable pressure limit valve, the negative pressure relief valve, the bag to vent switch, the consolidated ventilator interface board, the flow sensor circuit manifold was replaced. For 1 unit, the hospital biomedical engineer replaced the wiring harness from the bag to vent switch to the consolidated ventilator interface board which resolved the reported issue. For 1 unit, the anesthesia control board, o2 pressure sensor, communication ribbon cable, and 2-way valve were replaced to resolve the reported issue. For 1 unit, the user restarted the system to resolve the reported issue. For 1 unit, it was determined that the connectors at the back of the screen were loose. The hospital biomedical engineer tightened them all and the fault disappeared. For 5 of the 33 reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event.

Event description:
This report summarizes <noe> 33 <noe> malfunction events. A review of the events indicated that model 1011-9000-000 anesthesia gas machine experienced therapeutic failure. 8 events were reported for an error preventing mechanical ventilation, 14 events were reported for malfunction causing a loss of mechanical ventilation, 1 unit reported for an error that could cause the unit to shut down resulting in a loss of mechanical ventilation, 1 unit reported for a communication error preventing mechanical ventilation, 1 unit reported for error message of low o2 gas pressure preventing mechanical ventilation, 1 unit reported for an alt o2 alarm preventing mechanical ventilation, 1 unit reported for all modes of ventilation were not available, 1 unit reported for mechanical ventilation would not start when selected, 1 unit reported for a malfunction causing and alarm to indicate no detection of the flow sensors preventing mechanical ventilation, 1 unit reported for a malfunction preventing mechanical ventilation in synchronized intermittent mandatory ventilation, 1 unit reported for ventilator stopped working resulting in the loss of mechanical ventilation, 1 unit reported for , a drive gas error preventing mechanical ventilation, and 1 event reported for a vaporizer failure message which could cause light anesthesia and a loss of mechanical ventilation. These reports were received from various sources. Of the 33 events, 18 did not involve patients, and 15 did involve a patient. There was no patient information available.